Event description:
As reported, during a thrombectomy with a fogarty catheter, the tip of the catheter was found broken after removal. The reporter noted there was risk of arterial thrombosis if the piece remains in the artery. The piece that appears to be visualized under fluoroscopy was not found. Attempts to obtain additional procedural details and characteristics of the vasculature were unsuccessful.

Manufacturer narrative:
One (B)(4) catheter was returned without the packaging for evaluation. Part of the catheter tip was missing. The distal windings, spring tip and part of the balloon latex were found missing from the catheter tip and were not returned. This condition may occur when the pull force of 0.7 lbs on a inflated balloon (per IFU) has been exceeded. The catheter body was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that procedural factors may have contributed to this event. No actions will be taken at this time.